Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the monitor display of the navigation system would "flicker" once the unit was warmed up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the monitor of the navigation system "flickered" about an hour into the procedure. It was reported that the staff monitor and an external monitor in the operating room (or) operated as designed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received additional information that the site would disconnect the surgeon monitor and main cart of the navigation system, reconnect them and the issue would be temporarily restored.